Manufacturer narrative:
(B)(4). The pump was being prepared for a demonstration in the manufacturer's operating room (or) simulator. The local display was blank, in spite of changing power cables. The pump still functioned and could be controlled with local speed knob.

Event description:
It was reported that during the use of the device for a non-clinical activity the local display of the six inch roller pump was blank. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a blank display when the power was applied to the roller pump. The pst removed small display assembly from pump and disassembled. He connected the device under test (dut) display driver printed circuit board (pcb) to pump pod test fixture. He powered on pump pod test fixture and observed normal display. The pump pod test fixture was powered off and the pst removed dut display driver pcb and connected dut planar display. He powered on pump pod test fixture and observed no display. He powered off the pump pod test fixture and removed dut planar display. The pst electrically measured q210 transistor with digital multimeter. Q210 measurements are not in the typical range, determining that q210 transistor on the planar display pcb is defective. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.